Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Use in incorrect anatomy. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, sleeve steering issue, and difficult device removal of the second device. It was reported that this was an off label tricuspid procedure to treat grade 4 degenerative tricuspid regurgitation (tr) using the mitraclip device. The first mitraclip was implanted on the anterior/septal leaflet without issue. As the second clip delivery system (cds) was advanced through the steerable guide catheter (sgc) resistance was met. After the cds exited the sgc, there was a slight bend in the shaft, like a set and there was a little bit of a dive when the a (anterior) knob was turned to steer down. After the device had a 40 degree bend in it, the doctor stopped and reported that the device did not feel/act correctly. There was resistance turning the a knob and it did not feel smooth when it was being turned. It was decided to remove this cds and replace it, but during removal, resistance was felt. After the cds was outside the anatomy, tissue was noted on the tip of the clip. The doctor concluded that the tissue came from trabeculae that the cds interacted with during removal. There was no effusion and the hemodynamics remained stable. The procedure was continued with another cds was used. Tr was reduced to grade 2 with two mitraclips. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. It should be noted in the IFU, that the device is indicated for the reduction of significant mitral regurgitation due to primary abnormality of the mitral apparatus. As it was reported that the mitraclip device was used on the tricuspid valve, this incident is considered an off-label use of the device. However, the off-label use did not likely contribute to the event. The reported difficulties positioning the device appears to be related to the bent shaft. A definitive cause for the bent shaft cannot be determined as it was reported that there was no issued noted during prep. The investigation was unable to determine a definitive cause for the difficulty removing the device from the anatomy. The reported tissue damage appears to be related the interaction with the trabecular and the device, which attributed to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.